Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the e-200 generator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported to technical service engineer (tse) that an external monopolar device could not be energized with the integrated electrosurgical unit (iesu) on the vision side cart (vsc). The customer replaced the device and the monopolar cable, restarted the esu; however, the issue persisted. Tse advised her to utilize an external esu for that monopolar device if needed at this time. The customer could not activate the monopolar instrument, although activation with the bipolar instrument was possible. The customer performed a power cycle, hard power cycle, replaced the energy cable, and changed the port; however, the issue persisted. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the e-200 generator for failure analysis investigation. The unit was analyzed and found the reported issue could not be confirmed or replicated. No related errors were found in system logs, and visual inspection revealed no abnormalities. The unit passed all tests per the e200 testing matrix and was found to function as designed. The complaint was not confirmed based on failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not completed with the same e-200 generator. A third-party generator was used.